Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value was 248 mg/dl at the time of incident. Customer¿s current blood glucose is 263 mg/dl. The customer did not experience nausea result of high blood glucose. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering because of high blood glucose value. The insulin pump will not be returned for analysis.